Event description:
The iab leaked. This was the only info at the time of the report. On 12/8/97 it was reported that iab catheter alarms sounded from the pump. Brown flecks were also noted to be within the tubing. The catheter was removed and a second iab was inserted. [Event complications]: none from the event-reported 11/5/97 and 12/8/97. [Pt's current status]: on iabp-rpt'd 12/8/97.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/6/98).